Manufacturer narrative:
A partial lead with the connector pin measuring 6.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02201, 2938836-2020-02202, 2938836-2020-02204. It was reported that the device failed to convert the patient ventricular fibrillation (vf) episodes. Several shocks were delivered but did not convert the rhythm. Upon interrogation, the rhythm could be converted by its own since the most recent egms showed that the patient was no longer in vf. Undersensing was observed possibly due to small waveforms. Noise and sudden increase in defibrillation and pacing lead impedance were also noted on the lead. The patient expired on (B)(6) 2020.